Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided, initial reporter fax number: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwh10) was removed due to infection at tooth location 18. Bone loss was also reported. Site was bone grafted.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, vent, and collar. The implant had no evidence of any significant damage. The returned product matched print specifications where measured against drawing pd-tsvwh10 rev j (digital caliper; cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per that could cause or contribute to the reported events. The reported product was located on tooth # 18 and used for approximately 20 days. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1224546. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1224546) for similar events and 1 other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.